Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to pain and soft tissue instability. The patient's entire triathlon knee construct was revised and a triathlon ts construct was implanted. The rep provided the primary operative report, exam notes, and surgeon note and reported that no further information will be available.